Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Broach handle jammed onto broach during use.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrerpancies. There have been no other events for the lot referenced. The event was not confirmed. The root cause of the event could not be determined because the event could not be replicated. Inspection of the returned device found the broach handle to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Broach handle jammed onto broach during use.